Manufacturer narrative:
Correction: d4, g1. The investigation of the reported failure mode has been completed. No product was received for evaluation. Hematoma: the cause of the hematoma was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Device history review: the device passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Hematoma formed at the groin site of the impella cp.